Event description:
It was reported that the physician's white serial cable needed to be replaced with a new black serial cable as his tablet was unable to interrogate. It was explained that the appropriate troubleshooting was performed; however, only replacing the serial cable resolved the issues. It was noted no patients were affected as the company representative was present with a back-up serial cable when the issue first occurred. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.